Event description:
It was reported that the user dropped the ilet, resulting in a broken connector inside the device and a reported cracked connector component; the agent guided the user through a fill tube sequence, which resolved the issue, and new supplies were applied, with blood glucose not impacted. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy without interruption or clinical impact. Investigation included product troubleshooting and user education by performing a fill tube sequence. Investigation of this case revealed a connector damage consistent with device handling, with the device functioning after the troubleshooting sequence and replacement of external supplies. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling.